Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose levels over 587 mg/dl at the time of the incident. Customer declined to troubleshooting. The customer stated that the insulin pump was not working and it displayed an insulin flow block alarm. Assisted customer in performing a 5.0u fill cannula and the insulin exited. The insulin pump had not alarmed or made any noise ever since they had it. The insulin pump will not be returned for analysis.